Event description:
Attorney alleges plaintiff developed multiple physical symptoms including breast pain, breast hardness, breast lumps, loss of sensation in breast, loss of nipple sensation, burning sensation in breast, nipple discharge, inability to breast feed, arm/neck pain, nonspecific autoimmune symptoms, anxiety, stress, pain and suffering.